Event description:
During hospitalized the pt suffered an acute subdural hematoma. A CT scan report received states "a CT scan of the brain demonstrates marked abnormality with massive intracranial hemorrhage. There is diffuse arachnoid and subdural hematoma which measures at least 2.2cm in the left frontoparietal region, and the possiblity of a left epidural hemorrhage present as well. There appears to be an intraparenchymal component to the hemorrhage in the posterior aspect of the left occipital lobe. Marked mass effect of the midline structures toward the right is appreciated." It was reported that the pt died on 3/2005, and it was not felt to be product related.

Event description:
Additional information reported states that the accunet was placed, but the acculink stent was not deployed: because of patient anatomy, the position of the guide sheath could not be maintained. There were no device issues reported. Patient developed massive left holohemispheric acute subdural hematoma and diffuse subarachnoid hemorrhage. No treatment was given; patient died in 3/2005. Event reported as not product-related.